Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer had reported symptoms such as nausea. The customer was treated high blood glucose with manual injections. Customer¿s high blood glucose level was 430 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 390 mg/dl. Customer¿s reported about high blood glucose. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports drive support cap was normal customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer declined to perform the high pressure test. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.